Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 10-jun-2015: follow up attempts were done, without response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event, interpreted as pelvic pain, was considered serious due to medical importance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, given the positive temporal relationship and nature of the reported event, a causal relationship with essure cannot be excluded. Also, non-serious event was reported. This case was regarded as incident due to the reported surgical intervention (hysterectomy) for essure removal. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Patient was presenting a variety of problems after procedure. Pain and more problems. Patient was sent to a rheumatologist and this doctor said patient developed a hypersensitivity to essure. On (B)(6) 2014, a hysterectomy was performed. Essure was removed. Ptc investigation result received on (B)(6) 2015. Ptc global number (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical importance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Therefore, given the positive temporal relationship and nature of the reported event, a causal relationship with essure cannot be excluded. Also, non-serious event was reported. This case was regarded as incident due to the reported surgical intervention (hysterectomy) for essure removal. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.